Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be intact and all of the keypad buttons were responsive. The keypad cover was removed and evidence of contamination was found under all of the key contacts. All of the button symbols on the keypad cover were found to be worn and illegible, which has no effect on insulin delivery. Evaluation further revealed that the display screen was cracked around the edges and the pump case was cracked at the top-right corner of the display lens. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad buttons and a cracked display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.